Event description:
The distributor's medical affairs personnel reported that a surgeon advised them that a patient underwent operative pelviscopy for treatment of endometriosis in 2002. The procedure involved fulguration and excision of stage IV endometriosis, co2 laser lysis of adhesions, hydrotubation and dilation of the cervix. The procedure involved co2 laser and electrocautery. Intergel was instilled at the end of the procedure. The procedure was uncomplicated. The patient was discharged on cipro and oxycodone. Four days post-op, the patient developed loose bowel movements and abdominal pain. Examiniation on day 7 revealed a soft, minimally tender lower abdomen with normal bowel sounds. Pelvic exam revealed mild cul-de-sac tenderness but no ternderness of the bladder or adnexa and no cervical motion tenderness. Urinalysis was negative. Temperature was 100. Wbc was 14.8. The surgeon considered the patient to have a probable viral syndrome and doubted a bacterial infection. The patient was switched to flagyl and doxycycline and re-evaluated the next day. Pt's symptoms had resolved and they were feeling better. Pt's abdominal exam was completely nontender without peritoneal signs. Bowel sounds were normal. Pt was observed and noted to be normal with a temperature of 99.4 on post-operative day 9. The surgeon considered this most likely to be a viral syndrome, but cannot rule out a causal or contributory role for intergel.